Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) exhibited longevity issues. Technical services (ts) reviewed the reports and determined the device was depleting normally. However, ts did note the device may have exhibited intermittent oversensing on the right ventricular (rv) lead channel. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis as the device remains in use; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) exhibited longevity issues. Technical services (ts) reviewed the reports and determined the device was depleting normally. However, ts did note the device may have exhibited intermittent oversensing on the right ventricular (rv) lead channel. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.